Manufacturer narrative:
As received, the device was returned for analysis with the atrial setscrew and septum removed. Visual inspection of the device did not reveal any anomalies. Visual inspection of the atrial connection block did not reveal any anomalies. A replacement setscrew was successfully inserted into the atrial connector block. Stress tests of the device did not indicate any anomalies. A longevity assessment of the device did not reveal any anomalies and the device was in the normal range of operation. Based on the analysis and information received from the field, no device malfunction was found upon analysis.

Event description:
During the implant procedure, it was noted that the set screw was damaged and could not be tightened. When trying to disconnect the lead from the header the lead became stuck. Both the lead and the device were exchanged and replaced. The patient was stable with no adverse consequences.